Manufacturer narrative:
A review of the manufacturing and inspection records did not identify any contributing factors to the failure reported. All inspection results were recorded within the specification limits. The device was received for evaluation. Based on the evidence demonstrating conformance of the manufacturing process to all applicable specifications, coupled with the significant damage to the guidewire from the clinical procedure, this complaint appears to be the result of substantial use conditions rather than a design or processing issue at heraeus. Review of the device history record showed all production and sterilization processes met specification. It appears the tip of the guidewire became entrapped in some manner and as it was retracted, it was damaged to a point at which the tip was sheared off and the coil was stretched. If additional information is received, a supplemental report will be filed.

Event description:
On (B)(6) 2019, (B)(6) community hospital informed (B)(4) (distributor of device) of an event involving a motion hybrid wire guide of unknown lot number. During a cystoscopy and stent placement procedure, "wire went past the impacted stone but the tip of the wire sheared off. The tip is inside patient; the tip of the wire will be removed in a week at the same time the stent is removed." A cystoscopy with stent removal was later performed to remove the separated tip.